Event description:
It was reported that a pump declared an altitude alarm 21. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer had suspended insulin due to this condition, but was able to load a new cartridge as instructed by technical support. After replacing the cartridge, the pump resumed normal operation without recurring alarms, and it was informed that the original cartridge did not vent properly.